Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during prime test at 4lbs due to faulty force sensor resistor. Analysis was unable to complete functional test due to compromised force sensor system alarm. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 158 mg/dl at the time of incident. The customer stated that the insulin was squirting during manual prime process. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.